Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/30/2016 that the receiver had no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and sound was heard from the receiver. The reported event of no audio output was not confirmed. A root cause could not be determined.